Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and dizziness. The patient also complained that the implantable pulse generator (ipg) is "acting funny". The ipg exhibited cardiac compass invalid data. The ipg remains in use. No further patient complications have been reported as a result of this event.